Manufacturer narrative:
Product complaint (B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested, and the following was obtained: what was used to complete the procedure after the suture breakage? Another suture , pds to reinforce suture. Were there any patient consequences? No. Could you please provide lot number? Unknow. Procedure name and date? Hysterectomy vlp. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent a laparoscopic vaginal hysterectomy on (B)(6) 2020 and the barbed suture was used. It was reported that the barbed suture broke when suturing the vaginal apex. There was no delay and the procedure completed successfully. Another suture was used to reinforce. There were no patient consequences reported.